Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -09.00/+20/90 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2019. The patient now has refractive surprise. Len remains implanted. If additional information is received a supplemental medwatch report will be submitted.